Manufacturer narrative:
The investigation has been reopened to include the stem and sleeve. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Corrected: date rec'd by manufacturer. The investigation has been reopened to report stem and sleeve. Depuy will notify the FDA when the investigation is complete.

Event description:
**Update**(B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified correct doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised due to cup loosening and pain. Update (B)(4) 2013 - patients revision operative report was received. Report indicates the patient was revised to address acute onset of pain in the right hip and buttock that was radiating down the leg. The patient also had buttock swelling and was found to have a large fluid collection tracking along the iliac wing. Upon revision the records indicate a pseudotumor present, the joint was filled with reddish-brown chalky material that was foul smelling. The greater trochanter at the medius insertion site had evidence of fibrous union of a possible prior fracture or due to osteolysis. The femoral stem and sleeve were added to the complaint and the complaint re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported greater trochanter fracture. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.